Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise, oversensing and pacing inhibition which resulted in greater than two seconds of asystole on the atrial and right ventricular (rv) channels. A revision procedure was performed and the leads were removed from service and replaced. No additional adverse patient effects were reported.